Event description:
It was reported that a male patient receiving v.a.c. Therapy for a plantar tunneling wound required surgery under general anesthesia for the removal of a piece of v.a.c. Whitefoam dressing that was inadvertently left in the wound. According to the wocn, upon removal of the foam, the patient was administered IV antibiotics and as of early 2009, the patient's wound was reported to have been almost healed without further complications.

Manufacturer narrative:
According to the wocn, the healthcare facility does not have a protocol for recording the number of foam pieces used in the wound. The wocn stated that information regarding the type and number of foam pieces used in the wound is only communicated verbally between the healthcare facility staff. V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."